Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
Attorney reported: on (B)(6) 2005 - pt became symptomatic for pain and discomfort in the abdomen and underwent a hernia repair and a defective patch was used. Pt was implanted with the bard composix kugel mesh hernia patch. On (B)(6) 2005 - pt was caused to suffer physical injuries including the requirement of subsequent surgery to remove the defective composix kugel mesh patch. As a result of the defective product, pt has undergone multiple surgeries and suffered extensive complications arising from the insertion of the defective products. As a direct and proximate result of the composix kugel mesh patches, pt suffered injury that is continuing in nature and required medical monitoring and care.